Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's husband reported via phone call that wife's insulin pump had a blank display. Customer blood glucose level was unknown at the time of the incident. Customer stated that insert battery alarm did not display on the insulin pump screen and insulin pump was exposed to moisture. Display did not return after insulin pump restart. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.